Event description:
It was reported that during routine check cardiosave hybrid intra-aortic balloon pump (iabp) giving high pitch alarm while unit was off. No patient involvement reported. The fse reported system shutdown with constant alarm.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions , medical device ¿ problem code), h11. A getinge field service engineer (fse) inspected the unit and confirm the reported issue. The fse replaced the executive processor board , and performed a full calibration, along with functional and safety testing. All evaluations were completed successfully, and the unit met factory specifications. The failure analysis and testing dept. Received part number with a reported unit failure of a constant alarm with error codes 68, 73, and 111. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual . The failure could not be reproduced. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.